Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
The patient had 2 trial leads (from the same lot) placed. It was reported the patient has been experiencing numbness in his groin area since the trial began. The physician is to prescribe steroids as the next course of action.